Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had pain at the battery pocket due to its size and resting up against a rib. The patient had lost some weight over the past couple years contributing to issue and causing the battery to shift in the pocket and rest against the rib. No diagnostics were performed. The larger non-rechargeable battery was explanted and replaced with a smaller medtronic rechargeable battery. The issue was resolved.